Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited impedance measurements of greater than 2000 ohms and increased threshold measurements. A lead fracture was suspected. The device was reprogrammed and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.